Event description:
The customer reported the device displayed pacer equip malfunction inop and pacer and shock failures resulting from the user initiated operational check. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed pacer equip malfunction inop, and pacer and shock failures resulting from the user initiated operational check. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.